Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Previously reported device and patient codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2020-jan-28 reported the event was first noticed in (B)(6) 2019. It was clarified that the pump was not working correctly through the tube in the patient's back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for other chronic/intract pain (trunk/limbs), and spinal pain. The patient reported that the pump and catheter were removed because they were not helping. No further complications were reported.